Event description:
It was reported that the patient presented in clinic for routine device check. It was noted that the pacemaker was unable to be interrogate. No programming changes made were reported. No patient consequences were reported.